Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to blood glucose level of 500 mg/dl and high ketones. Customer was treated with intravenous insulin and saline. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Healthcare provider alleged that the pump did not deliver insulin as intended. Tandem technical support reviewed pump data logs and found that the pump functioned as intended, however, the customer maintained that the pump did not function as intended. Reportedly, the customer reverted to manual injections for insulin therapy.